Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cracked y-site was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 19ga x 0.75¿ powerloc max safety infusion set with y-site. Usage residues were observed throughout the sample and the safety mechanism was engaged. Needleless injection caps were attached to both luer adapters. A longitudinally aligned crack was observed in the y-site, extending from the luer orifice. Microscopic inspection of the sample revealed a rough and granular fracture surface. The fracture propagated along a molding weld line in the material. The crack in the y-site occurred along a weld line feature introduced during the component molding process. Attempts to replicate the crack using non-complainant devices suggested that the crack occurred due to a combination of mechanical stress and cleaning chemical exposure at the site of the weld line. The complaint sample is a supplied component and the supplier has been notified of this event. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the powerloc had a crack at the y-site.